Event description:
It was reported that intermittent cartridge alarms occurred. There was no adverse impact to the customer's blood glucose level. A cartridge change was performed resolving the issue.